Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medical devices continued: 694765 lead implanted: (B)(6) 2011 419488 lead implanted: (B)(6) 2011 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a break in the driveline of the ventricular assist device (vad). The driveline appeared to have been cut, exposing the wires. A driveline sheath repair was performed with rescue tape and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed 9 low flow alarms were logged since (B)(6) 2018. These alarms are an additional finding, not related to the reported event. Based on the risk documentation, the most probable root cause for low flows can be attributed, but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, constriction in the outflow graft. Visual evidence revealed a cut in the driveline through the outer and inner sheath, exposing the inner wires. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported driveline damage can be attributed to handling of the driveline. If information is provided in the future, a supplemental report will be issued.